Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. Subsequent programming interventions were made. The patient was asymptomatic.